Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's device no longer working. The patient was warm transferred to patient services. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device not working was clarified to be a change in therapy. The change in therapy was caused by a change in activity level and, after exercising more, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.